Event description:
It was reported the customer had an infusion set leak. The customer stated their insulin pump had insulin exposure as a result of the leak. Customer's blood glucose was 110 mg/dl. The customer also stated their cannula was not bent upon removal of the infusion set. Customer was advised to change their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.